Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a successful cryoablation procedure was completed and a femoral artery pseudo-aneurysm was observed. Surgical intervention was required and the issue resolved. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.